Event description:
A user facility reported following intraocular lens (iol) implant surgery the pt could not see out of the iol. The lens was exchanged and replaced with a different power lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested (B)(6) 2011 by fax and mail. A completed questionaire has not been received. (B)(4).